Manufacturer narrative:
Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was to be used to treat a 2cm malignant stenosis in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure the physician had difficulty deploying the stent. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. Once the device was removed from the patient, the physician attempted to fully deploy the stent and the stent was able to be fully deployed outside the patient with a lot of resistance. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a fully deployed wallflex biliary rx stent and delivery system were returned for analysis. Visual and tactile examination of the device found damage along the clear section of the distal outer. Bunching was observed 25mm distal from the coloured section of the distal outer. A visual and microscopic examination found no issue with the profile of the stent. It was noted that the inner shaft was kinked along its length. A visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bond. The damage noted were consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was to be used to treat a 2cm malignant stenosis in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure the physician had difficulty deploying the stent. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. Once the device was removed from the patient, the physician attempted to fully deploy the stent and the stent was able to be fully deployed outside the patient with a lot of resistance. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.